Event description:
It was reported that during a surgical procedure at the user facility, the surgicount sponge system was used during a procedure in conjunction with size 18" x 18" lap sponges. The user facility indicates that a total of 18 sponges were used, and 18 sponges were removed from the patient, as verified by a manual count. A follow-up x-ray confirmed no additional sponges were present. A few weeks later the patient had another surgery, and a sponge was found. The found sponge was manually measured at 30cm x 30cm (approximately 12" x 12"). Therefore, it was reported that allegedly a sponge was retained in the patient during a surgical procedure and discovered at a subsequent surgery. The investigation is ongoing with a request pending to the user facility for additional information including verification of the reported event and any adverse consequences to the patient.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results. Not returned.

Event description:
It was reported that during a surgical procedure at the user facility, the surgicount sponge system was used during a procedure in conjunction with size 18" x 18" lap sponges. The user facility indicates that a total of 18 sponges were used, and 18 sponges were removed from the patient, as verified by a manual count. A follow-up x-ray confirmed no additional sponges were present. A few weeks later the patient had another surgery, and a sponge was found. The found sponge was manually measured at 30cm x 30cm (approximately 12" x 12"). Therefore, it was reported that allegedly a sponge was retained in the patient during a surgical procedure and discovered at a subsequent surgery. The initial procedure was completed successfully without a clinically significant delay. An additional procedure was also successfully performed.